Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and calibration errors. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer states their levels had gone up above 400mg/dl and received calibration error. Troubleshoot was conducted. The customer was advised they may have had bad sensors. The customer was advised the sensors would be replaced.